Manufacturer narrative:
The product testing is in progress. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that during preoperative testing, the end of the catheter was found to be broken. According to the report, a replacement product was used to complete the surgery and there was no impact or injury to the patient.

Manufacturer narrative:
The returned port met the requirements for leak testing. The returned ventricular catheter was patent. However, it did not meet the requirements for leak testing due to a tear observed on the proximal end. It is unknown how or when the damage occurred. The instructions for use (IFU) that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ the IFU also cautions that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, crushing or breaking of components.¿ a review of the manufacturing records showed no anomalies. All ports and catheters are 100% inspected at the time of manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.